Manufacturer narrative:
The event of capsular contracture baker grade iii/IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii/IV. Device has been explanted.

Event description:
Healthcare professional reported right side rupture, and capsular contracture baker grade iii-IV. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photos identified: material rupture: not observed. It is not possible to determine the lot number or catalog through the photos provided.